Event description:
The customer reported to olympus, the hd camera head, the camera head stopped working during procedure. Procedure was completed with an alternative camera head, with no delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was noted, that there was a dark image and interference present caused by the fault within the camera cable. There were also pixel errors noted on the image. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to a cable failure caused by leakage and video connector breakage and flooding leading to the camera head stopped working during the procedure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result" olympus will continue to monitor the field performance of this device.